Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and intermittent muscle stimulation in the patient¿s chest. It was noted that there also was a lead polarity switch. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.